Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. Other relevant device(s) are: product ID: s7 argus os, version #: (B)(4); product ID: 9735335, lot/serial #: (B)(4). Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they replaced the computer. They installed all software and licences as per last install. They completed all surgeons name , procedures and preferences. Then tested communication between the navigation system and electronic picture archiving and communication systems (pacs). The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that they were attempting to boot the system and were receiving an sr manager failure. It would display briefly before the application launch screen, and after they launched an application, it would display again and they are unable to launch any of the applications. No patient was present at the time of the event.

Manufacturer narrative:
The software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The computer was received with the hard drive removed. With a test hard drive installed the computer boots normally to the application screen. With a test hard drive installed the computer passed the testing. The computer hardware was damaged leading to data transfer error. If information is provided in the future, a supplemental report will be issued.